Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burned her hip/burns on her hip/burning and stinging/ red burn marks/3 consecutive days uncomfortable/burning/hip was red and blotched with red spots burn [thermal burn] , put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error] , product got too hot [device issue], has marks from it on her hip/her hip was red and blotched with red spots burning her [scar] , red welts on her hip/her hip was red and blotched with red spots burning her [urticaria] , scared [nervousness]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) large/x large, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date in (B)(6) 2017 once a month from 10: 00 pm to 8: 00 am 1 night for lower back, hip pain and pain. Medical history included herniated disc from 2015. Concomitant medications were none. The patient stated that she had always used thermacare heatwrap, but this time it actually burned her hip in (B)(6) 2017. She reported that she bought the large/x large that had 2 wraps in the box. She said she only got to use one of them. She reported that the product got too hot and burned her. The patient further reported put on hip at 10: 00 pm. She was sleeping while wearing the product in (B)(6) 2017. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns on her hip in the shape of the thermacare wrap. She had swollen, could not wear clothing over it for the 3 days. She reported that she had marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep in (B)(6) 2017 (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip in (B)(6) 2017. Her hip was red and blotched with red spots burning her. Her skin tone was classified as medium. She did not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing in (B)(6) 2017. She did not engage in exercise while using the product. She had not previously used other heat products for pain relief. She stated that this lasted 3 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she did not think she would use this product again and was scared to use it since (B)(6) 2017. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The patient further reported "there was no doctor visits. I healed the burns myself with neosporin + aquaphor ointment. Please do not send me any replacements of your thermacare. I will never use your product again. Very sorry about that it ruined 3 days of baby sitting for my daughter. The burns were there for 3 consecutive days uncomfortable. Please do not send me replacements of thermacare. I refuse to reuse them again. I'm too afraid of burns caused by the product." The patient was not hospitalized due to events burned her hip; put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt; product got too hot; had marks from it on her hip; red welts on her hip; scared, and the patient received treatment due to these events included she put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and xipamide (aquaphor) ointment on by herself. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017 and she said that she was never going to buy that product again. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved in (B)(6) 2017. The outcomes of the other events were resolved in 2017. A sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow-up (31may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12jun2017): new information report from a contactable consumer includes: additional indication of product (pain) and onset date of product, additional treatment for event, updated events onset date, and updated outcomes of events. Follow-up (21jun2017): new information reported from the consumer includes: additional information on event (her hip was red and blotched with red spots burning her), updated treatment trade name (from neosoporin to neosporin). Company clinical evaluation comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation [thermal burn] , she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing/was sleeping while wearing the product [intentional device misuse] , she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing/was sleeping while wearing the product [device use error] , product got too hot [device issue] , has marks from it on her hip [scar] , red welts on her hip [urticaria] , scared [nervousness] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) xl, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date once a month from 10: 00 pm to 8: 00 am 1 night for lower back and hip pain. Medical history included herniated disc from 2015. Concomitant medications were none. Consumer stated that she had always used thermacare heatwrap, but this time it actually burned her hip. She reported that the product got too hot and burned her on (B)(6) 2017. There were 6 red burns on her hip in the shape of the thermacare wrap. She reported that she has marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep on (B)(6) 2017 (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip (onset (B)(6) 2017). Her skin tone was classified as medium. She does not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She has not previously used other heat products for pain relief. She bought aquaphor and neosporin for the 6 red burns on her hip/burned her hip/burning and stinging, red welts on her hip, and has marks from it on her hip, and she has been using it since; it does not burn as much, but it did not take away the sting. She stated that this lasted 3-4 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she does not think she will use this product again and is scared to use it since (B)(6) 2017. She was supposed to go babysitting her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. As of (B)(6) 2017, the patient reported she went to bed at 10: 00 pm with thermacare patch. Put on hip. She was sleeping while wearing the product. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns. She had swollen, could not wear clothing over it for the 3 days. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved. The outcome of other events was unknown. A sample of the product is available to be returned. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device. Follow-up ((B)(6) 2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error], burned her hip/burns on her hip/burning and stinging/ red burn marks/3 consecutive days uncomfortable/burning/hip was red and blotched with red spots burn/ burns to her hip [thermal burn], product got too hot [device issue], has marks from it on her hip/her hip was red and blotched with red spots burning her [scar], red welts on her hip/her hip was red and blotched with red spots burning her [urticaria], scared [nervousness], suffered for 3 days sitting was hard, laying down in bed and trying to turn over [mobility decreased]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back and hip) large/x large, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date in (B)(6) 2017 once a month from 10: 00 pm to 8: 00 am 1 night for lower back, hip pain and pain. Medical history included herniated disc from 2015. Concomitant medications were none. The patient stated that she had always used thermacare heatwrap, but this time it actually burned her hip in (B)(6) 2017. She reported that she bought the large/x large that had 2 wraps in the box. She said she only got to use one of them. She reported that the product got too hot and burned her. The patient further reported put on hip at 10: 00 pm. She was sleeping while wearing the product. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns on her hip in the shape of the thermacare wrap. She had swollen, could not wear clothing over it for the 3 days. She reported that she had marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip. Her hip was red and blotched with red spots burning her. Her skin tone was classified as medium. She did not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She had not previously used other heat products for pain relief. She stated that this lasted 3 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she did not think she would use this product again and was scared to use it. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The patient further reported "there was no doctor visits. I healed the burns myself with neosporin + aquaphor ointment. Please do not send me any replacements of your thermacare. I will never use your product again. Very sorry about that it ruined 3 days of baby sitting for my daughter. The burns were there for 3 consecutive days uncomfortable. Please do not send me replacements of thermacare. I refuse to reuse them again. I'm too afraid of burns caused by the product." The patient was not hospitalized due to events burned her hip; put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt; product got too hot; had marks from it on her hip; red welts on her hip; scared, and the patient received treatment due to these events included she put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and xipamide (aquaphor) ointment on by herself. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017 and she said that she was never going to buy that product again. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved in (B)(6) 2017. The outcomes of the other events were resolved in 2017. A sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow-up (31may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12jun2017): new information report from a contactable consumer includes: additional indication of product (pain) and onset date of product, additional treatment for event, updated events onset date, and updated outcomes of events. Follow-up (21jun2017): new information reported from the consumer includes: additional information on event (her hip was red and blotched with red spots burning her), updated treatment trade name (from neosoporin to neosporin). Follow-up (26jun2017): new information received from a contactable consumer included: updated events onset date. Follow-up (07jul2017): this contactable consumer reported by way of consumer questionnaire. This female patient applied thermacare heatwrap (thermacare lower back and hip) from 10:30 pm till 3:00 am same night directly on skin not wearing over clothing as directed at the left hip and lower back for hip and back pain in (B)(6) 2017. It was reported that, the product was left on from 10:30 pm to 3:00 am when she was asleep. The product was not heated in a microwave prior to usage and the product was not re-heated at all during usage. Her skin was not damaged or broken prior to usage of the product and there was no area bruised or swelled 48 hours prior to usage of the product. After detecting burning, she did not wear the heat wrap over clothing. After using the product in (B)(6) 2017, she developed red marks swollen 6 at least and terribly burned. She discontinued the product on the same night of incident in (B)(6) 2017. After the incident in (B)(6) 2017, she suffered for 3 days sitting was hard, laying down in bed and trying to turn over. She treated herself with bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) jelly for events. As of (B)(6) 2017, the clinical outcome of the event suffered for 3 days sitting was hard, laying down in bed and trying to turn over was recovered.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error], burned her hip/burns on her hip/burning and stinging/ red burn marks/3 consecutive days uncomfortable/burning/hip was red and blotched with red spots burn/ burns to her hip [thermal burn], product got too hot [device issue], has marks from it on her hip/her hip was red and blotched with red spots burning her [scar], red welts on her hip/her hip was red and blotched with red spots burning her [urticaria], scared [nervousness]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back and hip) large/x large, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date in (B)(6) 2017 once a month from 10: 00 pm to 8: 00 am 1 night for lower back, hip pain and pain. Medical history included herniated disc from 2015. Concomitant medications were none. The patient stated that she had always used thermacare heatwrap, but this time it actually burned her hip in (B)(6) 2017. She reported that she bought the large/x large that had 2 wraps in the box. She said she only got to use one of them. She reported that the product got too hot and burned her. The patient further reported put on hip at 10: 00 pm. She was sleeping while wearing the product. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns on her hip in the shape of the thermacare wrap. She had swollen, could not wear clothing over it for the 3 days. She reported that she had marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the thermacare heatwrap off, she saw red welts on her hip. Her hip was red and blotched with red spots burning her. Her skin tone was classified as medium. She did not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She had not previously used other heat products for pain relief. She stated that this lasted 3 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she did not think she would use this product again and was scared to use it. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The patient further reported "there was no doctor visits. I healed the burns myself with neosporin + aquaphor ointment. Please do not send me any replacements of your thermacare. I will never use your product again. Very sorry about that it ruined 3 days of baby sitting for my daughter. The burns were there for 3 consecutive days uncomfortable. Please do not send me replacements of thermacare. I refuse to reuse them again. I'm too afraid of burns caused by the product." The patient was not hospitalized due to events burned her hip; put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt; product got too hot; had marks from it on her hip; red welts on her hip; scared, and the patient received treatment due to these events included she put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and xipamide (aquaphor) ointment on by herself. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017 and she said that she was never going to buy that product again. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved in (B)(6) 2017. The outcomes of the other events were resolved in 2017. A sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow-up (31may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12jun2017): new information report from a contactable consumer includes: additional indication of product (pain) and onset date of product, additional treatment for event, updated events onset date, and updated outcomes of events. Follow-up (21jun2017): new information reported from the consumer includes: additional information on event (her hip was red and blotched with red spots burning her), updated treatment trade name (from neosoporin to neosporin). Follow-up (26jun2017): new information received from a contactable consumer included: updated events onset date. Company clinical evaluation comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 6 red burns on her hip/burned her hip/burning and stinging [thermal burn]; she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing [intentional device misuse]; she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing [device use error]; product got too hot [device issue]; has marks from it on her hip [scar] , red welts on her hip [urticaria] , scared [nervousness]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) xl, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date every 3 to 4 months (puts on at night and takes off in the morning) for lower back and hip pain. Medical history included herniated disc from 2015. Concomitant medications were none. Consumer stated that she has always used thermacare heatwrap, but this time it actually burned her hip. She reported that the product got too hot and burned her on (B)(6) 2017. There were 6 red burns on her hip in the shape of the thermacare wrap. She reported that she has marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep on (B)(6) 2017 (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip (onset (B)(6) 2017). Her skin tone was classified as medium. She does not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She has not previously used other heat products for pain relief. She bought aquaphor and neosporin for the 6 red burns on her hip/burned her hip/burning and stinging, red welts on her hip, and has marks from it on her hip, and she has been using it since; it does not burn as much, but it did not take away the sting. She stated that this lasted 3-4 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she does not think she will use this product again and is scared to use it since (B)(6) 2017. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of 6 red burns on her hip/burned her hip/burning and stinging and red welts on her hip was resolving. The outcome of the other events was unknown. A sample of the product is avalable to be returned. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation/too hot and burned the reporter [thermal burn] , put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse] , put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error] , product got too hot [device issue] , has marks from it on her hip [scar] , red welts on her hip [urticaria] , scared [nervousness] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) xl, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date once a month from 10: 00 pm to 8: 00 am 1 night for lower back and hip pain. Medical history included herniated disc from 2015. Concomitant medications were none. Consumer stated that she had always used thermacare heatwrap, but this time it actually burned her hip. She reported that the product got too hot and burned her on (B)(6) 2017. There were 6 red burns on her hip in the shape of the thermacare wrap. She reported that she has marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep on (B)(6) 2017 (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip (onset (B)(6) 2017). Her skin tone was classified as medium. She does not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She has not previously used other heat products for pain relief. She bought aquaphor and neosporin for the 6 red burns on her hip/burned her hip/burning and stinging, red welts on her hip, and has marks from it on her hip, and she has been using it since; it does not burn as much, but it did not take away the sting. She stated that this lasted 3-4 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she does not think she will use this product again and is scared to use it since (B)(6) 2017. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. As of (B)(6) 2017, the patient reported she went to bed at 10: 00 pm with thermacare patch. Put on hip. She was sleeping while wearing the product. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns. She had swollen, could not wear clothing over it for the 3 days. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved. The outcome of other events was unknown. A sample of the product is available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow- up ((B)(6) 2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation/too hot and burned the reporter/3 consecutive days uncomfortable [thermal burn], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error], product got too hot [device issue], has marks from it on her hip [scar], red welts on her hip [urticaria], scared [nervousness]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) xl, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date in (B)(6) 2017 once a month from 10: 00 pm to 8: 00 am 1 night for lower back, hip pain and pain. Medical history included herniated disc from 2015. Concomitant medications were none. The patient stated that she had always used thermacare heatwrap, but this time it actually burned her hip. She reported that the product got too hot and burned her in (B)(6) 2017. The patient further reported put on hip at 10:00 pm. She was sleeping while wearing the product in (B)(6) 2017. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns on her hip in the shape of the thermacare wrap. She had swollen, could not wear clothing over it for the 3 days. She reported that she had marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep in (B)(6) 2017 (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip in (B)(6) 2017. Her skin tone was classified as medium. She did not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing in (B)(6) 2017. She did not engage in exercise while using the product. She had not previously used other heat products for pain relief. She stated that this lasted 3 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she did not think she would use this product again and was scared to use it since (B)(6) 2017. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The patient further reported "there was no doctor visits. I healed the burns myself with neosporin + aquaphor ointment. Please do not send me any replacements of your thermacare. I will never use your product again. Very sorry about that it ruined 3 days of baby sitting for my daughter. The burns were there for 3 consecutive days uncomfortable. Please do not send me replacements of thermacare. I refuse to reuse them again. I'm too afraid of burns caused by the product." The patient was not hospitalized due to events 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation/too hot and burned the reporter; put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt; product got too hot; had marks from it on her hip; red welts on her hip; scared, and the patient received treatment due to these events included neosporin + xipamide (aquaphor) ointment by herself. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved in (B)(6) 2017. The outcomes of the other events were resolved in 2017. A sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow-up (31may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12jun2017): new information report from a contactable consumer includes: additional indication of product (pain) and onset date of product, additional treatment for event, updated events onset date, and updated outcomes of events. Company clinical evaluation comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of burn, scar product got too hot, she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place)/did not check her skin while wearing described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events urticaria and nervousness are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [intentional device misuse], put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt [device use error], burned her hip/burns on her hip/burning and stinging/ red burn marks/3 consecutive days uncomfortable/burning/hip was red and blotched with red spots burn/ burns to her hip [thermal burn], product got too hot [device issue], has marks from it on her hip/her hip was red and blotched with red spots burning her [scar], red welts on her hip/her hip was red and blotched with red spots burning her [urticaria], scared [nervousness], suffered for 3 days sitting was hard, laying down in bed and trying to turn over [mobility decreased], could not sleep for 3 nights [insomnia]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) large/x large, device lot number: m61526 11/14, expiration date: oct2018, upc number: (B)(4), from an unspecified date in (B)(6) 2017 once a month from 10:00 pm to 8:00 am 1 night for lower back, hip pain and pain. Medical history included herniated disc from 2015. Concomitant medications were none. The patient stated that she had always used thermacare heatwrap, but this time it actually burned her hip in (B)(6) 2017. She reported that she bought the large/x large that had 2 wraps in the box. She said she only got to use one of them. She reported that the product got too hot and burned her. The patient further reported put on hip at 10:00 pm. She was sleeping while wearing the product. At 3:00 am she woke up with terrible burning and stinging sensation. She quickly removed it. She checked in the mirror and saw 6 or 7 red burns on her hip in the shape of the thermacare wrap. She had swollen, could not wear clothing over it for the 3 days. She reported that she had marks from it on her hip from (B)(6) 2017. She had used the product for 5 hours. She reported that she put thermacare heatwrap on before she went to sleep (she put her panties on to hold it into place) and was woken up by burning and stinging. She went back to bed, and it was still bothering her. When she took the themacare heatwrap off, she saw red welts on her hip. Her hip was red and blotched with red spots burning her. Her skin tone was classified as medium. She did not have sensitive skin or any abnormal skin conditions. She informed that she read the usage instructions on thermacare heatwrap before she used the product, however, she did not check her skin under the product while wearing. She did not engage in exercise while using the product. She had not previously used other heat products for pain relief. She stated that this lasted 3 days, was very red, and it was hard to wear clothes or panties because that bothered the burns. There was still a little red on the area. She informed that she did not think she would use this product again and was scared to use it. She was supposed to go babysit her grandchildren the morning after, and she couldn't go that day. She did not consult a healthcare professional and no testing/investigations were done regarding the events. The patient further reported "there was no doctor visits. I healed the burns myself with neosporin + aquaphor ointment. Please do not send me any replacements of your thermacare. I will never use your product again. Very sorry about that it ruined 3 days of baby sitting for my daughter. The burns were there for 3 consecutive days uncomfortable. Please do not send me replacements of thermacare. I refuse to reuse them again. I'm too afraid of burns caused by the product." The patient was not hospitalized due to events burned her hip; put heatwrap on before she went to sleep, put her panties on to hold it in place, did not check her skin while wearing, sleeping while wearing the product, did not have heatwrap on over shirt; product got too hot; had marks from it on her hip; red welts on her hip; scared, and the patient received treatment due to these events included she put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) and xipamide (aquaphor) ointment on by herself. The action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2017 and she said that she was never going to buy that product again. The outcome of 6 red burns on her hip/burned her hip/burning and stinging/ red burn marks/ burning badly/ terrible burns/stinging sensation, red welts on her hip was resolved in (B)(6) 2017. The outcomes of the other events were resolved in 2017. A sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information received from a contactable consumer included: suspect product data (frequency), event details, updated events outcome. Follow-up (31may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12jun2017): new information report from a contactable consumer includes: additional indication of product (pain) and onset date of product, additional treatment for event, updated events onset date, and updated outcomes of events. Follow-up (21jun2017): new information reported from the consumer includes: additional information on event (her hip was red and blotched with red spots burning her), updated treatment trade name (from neosporin to neosporin). Follow-up (26jun2017): new information received from a contactable consumer included: updated events onset date. Follow-up (07jul2017): this contactable consumer reported by way of consumer questionnaire. This female patient applied thermacare heatwrap (thermacare lower back and hip) from 10:30 pm till 3:00 am same night directly on skin not wearing over clothing as directed at the left hip and lower back for hip and back pain in (B)(6) 2017. It was reported that, the product was left on from 10:30 pm to 3:00 am when she was asleep. The product was not heated in a microwave prior to usage and the product was not re-heated at all during usage. Her skin was not damaged or broken prior to usage of the product and there was no area bruised or swelled 48 hours prior to usage of the product. After detecting burning, she did not wear the heat wrap over clothing. After using the product in (B)(6) 2017, she developed red marks swollen 6 at least and terribly burned. She discontinued the product on the same night of incident in (B)(6) 2017. After the incident in (B)(6) 2017, she suffered for 3 days sitting was hard, laying down in bed and trying to turn over. She treated herself with bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) jelly for events. As of (B)(6) 2017, the clinical outcome of the event suffered for 3 days sitting was hard, laying down in bed and trying to turn over was recovered. Follow-up (24jul2017): this contactable consumer reported by way of consumer letter. This patient could not sleep for three nights, could not sit properly, burns caused much discomfort and frustration on an unknown date. As of 24jul2017, the clinical outcome of the event could not sleep for three nights was unknown.